Manufacturer narrative:
As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. Visual examination found blood/body fluids clogged inside the connector pin. After the examination, the stylet was able to be removed with some restrictions noted. The cause of the reported event of difficulty inserting a stylet was due to the blood/body inside the inner coil and the inner coil being over torqued consistent with procedural damage.

Event description:
During the post implant follow-up, increased sensing was observed on the right ventricular (rv) lead. During the lead revision procedure, while attempting to reposition there was difficulty advancing the stylet down the rv lead. The rv lead was explanted and replaced. The patient was stable.